Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through asr on 01/23/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: delamination of valve and white particles on the inner and outer surface. Leak test and microscopic analysis was performed which identified: delamination (<75% partial separation), one curved opening was located approximately 4.5 cm away from the center of the valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "too large, painful, and hard," "mental anguish," and "loss of the capacity for the enjoyment of life."

Event description:
Health professional reported a left side deflation. Patient representative reported "too large, painful, and hard," "mental anguish," and "loss of the capacity for the enjoyment of life." Patient representative additionally reported patient ¿suffered bodily injury ¿suffering¿ disability, disfigurement¿; these events are not related to the device. Device has been explanted. This record is for the left side.